Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot specific product issue. Based on the information reviewed, a cause for the single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation (mr) was an outcome of the slda . The dyspnea was an outcome of the mr. Additionally, the reported patient effects of mr and dyspnea are listed in the mitraclip instructions for use as a known possible complications associated with mitraclip procedures. The reported prolonged hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event is estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with an unknown grade. One clip was successfully implanted at a3p3, reducing mr to an unknown grade. On an unknown date, the patient returned to the hospital due to shortness of breath. Echocardiography was performed and showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to returned to a grade of 4. On (B)(6) 2021, a second procedure was then performed to stabilize the slda and reduce mr. After implanting the second clip, mr reduced to a grade of 1 but the mean pressure gradient increased to 7mmhg. Although the gradient increased greater than 6mmhg, the physician was satisfied with the results of the procedure. No additional information was provided.